Event description:
A us distributor returned a monitor and reported monitor would not power up after delivering a pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up after delivering pulse below lower limit) was isolated to multiple shorted components on the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Multiple components were thermally damaged on the defib and ca board resulting from the excessive voltage. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.